Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2012 and the pelvicol acellular collagen matrix and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, transvaginal sling, anterior repair placement of suprapubic catheter, reinforcement of pelvic floor with pelvicol graft, and vault suspension due to symptomatic pelvic prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding.